Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was unexpected endoscope rotation. The issue occurred during a procedure. The customer is not returning the endoscope for analysis as it is currently working correctly. The reported issue was intermittent and the customer had decided to keep using the endoscope. The procedure was completed with no reports of patient injury. There was a procedure delay of 15 to 30 minutes.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the customer stated that the endoscope rotated unexpectedly, without any user action. The customer reseated the sterile adapter to resolve the issue. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not contact customer service to create an RMA for the reported instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.